Manufacturer narrative:
On (B)(6) 2011 bec field service engineer (fse) visited the site. The fse replaced the a/b switch driver. No further leaking was found on the instrument the fse verified repair per established procedures. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported a leak from reagent probe on unicel dxc 600 pro synchron clinical system. Msds was not reviewed, but the facility has exposure control plan. Medical attention was not sought, and there was no effect to patient or user.